Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 06/07/2017 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test, leak test, and force test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 20 mmol/l with excess urination and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, an unknown cartridge malfunction with 5 cartridges from the same box was alleged. This complaint is being reported because the reported health event was attributed to an alleged cartridge issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/06/2017-device evaluation: the cartridge has not been returned; 6 retained samples from the reported cartridge lot were pulled and evaluated by product analysis on 05/16/2017 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed: all cartridge force measurements within required specifications.